Manufacturer narrative:
H6: evaluation codes updated: device evaluation: one device was received in used condition. A visual inspection found the tank cover cracked and the housing had scratches. During the functional testing, the customer reported problem was able to be confirmed. When the device was opened, a torn off led and faulty display were found. The cause of the issue was found to be a defective main board. The main board and leaking tank cover were replaced, and the temperature settings were adjusted. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is not working. There was unknown patient involvement and no patient harm/adverse event reported.